Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 03-may-2024, it was reported that the patient faced an adhesive event with the infusion set as it fell off after patient took a shower. No further information available.